Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information indicated that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. Electrocautery was not utilized during the intervention. The patient is currently recovering well in the postoperative period. In accordance with facility policy, the explanted device has been retained and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7026509, UDI: (B)(4). Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7026959, UDI: (B)(4). Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7023529, UDI: (B)(4). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 339996, UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7026509. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7026959. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7023529. UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 339996. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.